Manufacturer narrative:
Device passed displacement test. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump rails from back of the insulin pump. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.